Event description:
It was reported that the patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. It was not reported if the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified antibiotic (dose, frequency, duration and route not reported) for peritonitis. The outcome for the peritonitis event was not reported. The pd therapy was ongoing. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.